Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and observed that it did not hold the bit, turn sleeve was loose and the labeling was hard to read/worn. It was noted there was corrosion on the bearings and collet. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper care and immersion. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unspecified veterinary surgical procedure on a canine, it was discovered that the burr attachment device would not sit the bits. There was a five minute delay to the planned surgical procedure. A spare device was used to successfully complete the procedure. There was no human patient involvement as this was a veterinary procedure. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.